Event description:
This unit was sent to covidien and upon triage svc found that the unit failed the hipot test. The unit has a smashed and burnt power cord.

Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway, upon completion the results will be forwarded.